Event description:
It was reported that the customer went to the emergency room due to an elevated blood glucose (bg) level (value not provided). Customer declined to provide additional information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.